Event description:
A customer contacted beckman coulter (bec) reporting that the olympus au5431-02 (au5400 series) clinical chemistry analyzer (210v) generated intermittently erroneous chloride (cl) patient results from the ion selective electrode (ise) cell 2 for an unspecified number of patient samples. The patient samples were repeated on an alternate au instrument. The customer did not provide any patient data for this event. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that all calibration and quality control (qc) had passed within laboratory specifications on the day of the event. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse evaluated the ion selective electrode (ise) system and found that the buffer valve was leaking air. The fse replaced the buffer valve and retested the ise system. All results recovered within specification. Failure mode: ise buffer valve.